Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with phrenic nerve stimulation. Upon interrogation, it was determined that the right atrial (ra) lead exhibited complete undersensing in unipolar and bipolar configuration, and loss of capture. An x-ray confirmed that the ra lead had dislodged and was pointing towards the ventricle. The physician attempted to reposition the lead but was unable to do so due to the patient's anatomy. The lead was capped and replaced. No patient complications have been reported as a result of this event.